Event description:
It was reported that the hdmi signal was lost during the medical procedure. There was no delay or any adverse consequences. The medical procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.